Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "a helium leak when left on standby for 1 week. Field service representative (fsr) ran the device on (B)(6) 2022 on an internal trigger and found no leak from the source or patient side. Fsr recorded the helium level and when he returns to the site on (B)(6) 2022 the helium level remained the same as was recorded previously. Fsr replaced the washer, helium adaptor and regulator as a precaution". No patient involvement reported.

Event description:
It was reported "a helium leak when left on standby for 1 week. Field service representative (fsr) ran the device on 16 june 2022 on an internal trigger and found no leak from the source or patient side. Fsr recorded the helium level and when he returns to the site on 20 june 2022 the helium level remained the same as was recorded previously. Fsr replaced the washer, helium adaptor and regulator as a precaution". No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "leak in helium supply" is not able to be confirmed. No part was returned for investigation. According to the field service report, the reported issue could not be duplicated, and no leak was found. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.